Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high blood glucose after changing pump supplies, with values in the high 300s, and performed troubleshooting that included inspecting the infusion site, tubing, and pump for leaks, replacing the infusion site to a new location, and later changing remaining consumables; the device model was ilet and the infusion set type was a contact detach set. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a specific device component and no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.